Event description:
Literature was reviewed regarding ¿ early experience of inner branch retrograde cannulation with e-nside branch stent graft for thor acoabdominal aortic aneurysms¿. The time frame for this study was over a one year period. The aim of the study was to investigate the feasibility of retrograde cannulation using devices with inner branches (ib) for the endovascular treatment of thoracoabdominal aortic aneurysms (taaas). Seven patients were included in the study. The procedures consisted of the deployment of non mdt inner branch stent graft. After the branched component was released, the delivery system and inner branch pre-cannulation were removed. A non-mdt sheath was advanced to the inside of the branched component from the ipsilateral side, and an medtronic heli fx steerable guide was then placed coaxially. The angiography was then rotated until the exit markers of the inner branch were aligned, which was subsequently cannulated with the heli fx guide catheter. An angiography was then performed to identify the distal landing zone, and, after that, a covered non-mdt stent bridge was advanced. The introducer sheath was then retracted inside the steerable catheter. Among the patient population the following adverse events occurred. Renal artery dissection, renal artery rupture, renal failure, pseudoaneurysm, multi-organ failure, intervention. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic received the following information regarding a journal article entitled; early experience of inner branch retrograde cannulation with e-nside branch stent graft for thoracoabdominal aortic aneurysms spinella g, pane b, finotello a , bastianon m, miguel mena vera j, di gregorio s, pratesi g  journal of endovascular therapy 2024, vol. 31(6) 1081¿1087 https://doi.org/10.1177/15266028231163067 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.